Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of osteolysis secondary to long-term polyethylene wear.

Event description:
Index surgery: (B)(6)1992. Revision due to osteolysis.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 1992. Revision due to osteolysis.